Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the infusion set was changed 6 times to resolve the event. Customer's blood glucose was 365 gm/dl.